Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a slow-continuous vascular infusion procedure, the occlusion wire placed within the catheter to activate the uniform dispersion of therapeutic agents within the patient detached within the vascular system. The physician successfully retrieved the foreign body from the patient with a vascular snare device. No additional patient consequences to report.